Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (db mgt inaccurate delivery) issue. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no issues were found in the pump's black box. The recorded total daily doses of insulin added up and equaled the programmed basal rate target. The ¿ez-prime¿ steps were performed correctly with no alarms or warnings occurred during the investigation. The alleged issue could not be duplicated.